Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The application logs were reviewed and revealed a single session associated with a tumor resection optical procedure. The user utilized 1 ,091 trace points, with a recorded error metric of 1.7 millimeters (mm), followed by a transition to navigation as documented in the workflow. Archive review indicated four magnetic resonance (mr) scans were included, comprising 247, 192, 187, and 197 slices respectively, each with 1 mm thickness and 1 mm spacing. No evidence in the logs explained the reported inaccuracy, based on available data, the root cause could not be determined as software logs provide limited insight into registration accuracy issues. Frame movement after registration was suspected as a potential contributing factor. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided. It was reported that no accuracy issues were observed during the case and no complaint was issued during the case. The physician raised concerns about inaccuracy issues approximately 24 hours later, while performing a registration for a different case. At that time, the surgeon expressed a general dissatisfaction with navigation system accuracy, stating that they had consistently experienced accuracy issues in all of his cases. In this case, the surgeon said the accuracy was off posteriorly but did not offer any additional information. 2 different probes were utilized during the case. During registration and post registration, various anatomical landmarks were verified, and accuracy was confirmed at such time. The manufacturing representative (rep) was unable to determine whether the instrument was actually ¿off¿ or, if so, by what margin. The following day, another case was performed using the same instruments, and the physician reported no accuracy concerns. Additionally, this system is regularly used by other physicians for a variety of cases, and no other accuracy complaints have been reported.

Manufacturer narrative:
No parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy during a tumor resection case. The surgeon stated a 1-2 mm inaccuracy. A manufacturer representative (rep) that was present during the case recalled the registration accuracy to be 1.7-1.9 mm. There was no surgical delay. There was no known impact on patient outcome.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The system was performing as intended and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.